Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that prompted initial setup on its own on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. In addition, an app crash was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that app cuts out on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. In addition, an app crash was found in connection to the reported allegation. The reported event of a app cuts out is reportable based on the finding of an app crash. No injury or medical intervention was reported.